Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: during investigation, the battery compartment was cracked. The pump failed a leak test due to this and evidence of moisture was found in the battery compartment. Unrelated to the battery compartment issue, a review of the pump¿s history showed evidence of voltage drops leading to multiple replace battery alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and moisture in the compartment. This report is made based on results of investigation completed on 11/07/2013. There was no adverse event associated with this complaint.